Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance measurements during the implant procedure from 110 to 120 ohms. The pocket was closed and the shock impedance measurements decreased to 105 to 115 ohms. A 5 joule shock was delivered which reported an 86 ohms shock impedance measurement. Ventricular fibrillation (vf) was then induced which reported an 88 ohms shock impedance measurement. No adverse patient effects were reported.